Event description:
Healthcare professional reported "capsular contracture, baker grade iii". This record is for right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Bubbles: not observed, in the device. Additional observations: one opening in radius side assessed, as surgical damage. Creases is observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, "capsular contracture, baker grade iii". This record is for right side. The device has been explanted.

Event description:
The device has been explanted.